Manufacturer narrative:
Device evaluation of belt (B)(4) and monitor (B)(4) has been completed. The reported problem (damaged cable / constant gong alarms) was confirmed. As received, the trunk cable was pulled from the distribution node (dn) strain relief on the electrode belt, damaging internal wires. The root cause of the damaged cable and wires is excessive force placed on the cable. Upon evaluation of the monitor, there was no driven ground signal. The damaged trunk cable on the electrode belt induced a failure at the u612 component on the monitor pca board.

Event description:
A us distributor returned contacted zoll to report that a patient's device was producing constant gong alarms and that the trunk cable was pulled from the electrode belt.